Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were {update/corrected}. Updated: g3; h2; h6. No devices or photographs were received; therefore, the condition of the components is unknown. Lot identification is necessary for review of device history record; lot identification was not provided. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information at the time of this report.

Manufacturer narrative:
(B)(4). D10: medical product: unknown tibial component 71mm: catalog#ni, lot#ni; unknown femoral component 56mm: catalog#ni, lot#ni; unknown patella component 34mm: catalog#ni, lot#ni; unknown cement cmw2: catalog#ni, lot#ni. G2: foreign: australia. The product will not be returned to zimmer biomet for investigation, as the product location is unknown. The investigation is in process. Upon completion of the investigation, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent an initial total knee arthroplasty. Subsequently, thirteen (13) years and eight (8) months post-implantation, the patient began to experience instability and underwent revision surgery due to wear of the polyethylene bearing. All available information has been reported.